Manufacturer narrative:
Sc-2317-50 (sn:(B)(6). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. Sc-2317-50 (sn: (B)(6). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
It was reported that the patient was experiencing inadequate stimulation and that the leads had multiple high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5085140.

Event description:
It was reported that the patient was experiencing inadequate stimulation and that the leads had multiple high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will be returned.